Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed but did not lead to pacing inhibition. A revision procedure was performed and this rv lead was surgically abandoned. No additional adverse patient effects were reported.